Manufacturer narrative:
The pump was received with a blank display due to the moisture damage at the electronic assembly. The motor was received with moisture damage. The pump was received with a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that he had exposed his insulin pump to fluid. Customer stated that the pump alarmed and he does not know what alarm it was. Customer's blood glucose was 88 mg/dl at the time of the incident. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.